Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the dirty flowcell and replaced multiple hardware components to resolve the issue. The following components were replaced: mc (modular chemistry) sample probe. Carbon bridge. Sodium electrode. Beckman coulter internal identifier is (B)(4). Patient data was not provided.

Event description:
The customer reported erratic sodium (na) patient results generated on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.